Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop cutting problem. Imdrf device code a090402 captures the reportable event of energy generating problem. Block h10 investigation results: one rotatable snare was received for analysis. Visual and microscope analysis of the returned device found the working length was detached from the proximal section. Electrical analysis cannot be performed due to the condition of the device. No other problems were noted. The reported events of "loop failure to cut" and "device failure to deliver energy could not be confirmed since the electrical test cannot be performed due to the condition of the device. Device analysis found that the working length was detached. It is likely that this is due to an excess of manipulation of the device. It is most likely that during manipulation of the device an excess of force was applied to the device such as the interaction with the scope or additional tools/medical devices, causing the device to separate in two pieces. Therefore, based on analysis of the returned device and all available information, the most probable cause for the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, a new rotatable snare was opened and looped around a polyp. When the snare was energized to induce cautery and cutting, it did not work. The procedure was completed with a similar rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop cutting issue. Imdrf device code a090402 captures the reportable event of energy generating issue.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, a new rotatable snare was opened and looped around a polyp. When the snare was energized to induce cautery and cutting, it did not work. The procedure was completed with a similar rotatable snare. There were no patient complications reported as a result of this event.